Manufacturer narrative:
(B)(4).

Event description:
It was reported that system input is not responding. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. The receiver log was downloaded and reviewed. The allegation for system input not responding was not confirmed. However, an audio issue was found in connection to the reported allegation due to delayed alerts. The probable cause was receiver dispatch error. No injury or medical intervention was reported.